Manufacturer narrative:
Corrected information - block g4 (510k exempt), h6. Additional information - block d4 (UDI). Manufacturer evaluation: the investigation has been carried-out by the aesculap technical service (ats). The complained ga513r was delivered in october 2014. A repair or maintenance is not registered within our database. The product is marked with a pi 04.2018 (next maintenance), thus we suspect that the ga513r was repaired/maintained in japan. Visually the product is in a used condition. The hose surface is dirty and cracked, see figure the connection to the motor is not up to date. Black deposits are clearly visible in the exhaust air system. The residues visible on the exhaust air hose are possibly adhesive residues from fixing material on the operating table. Considering the age and the optical condition of the ga513r, we suspect a user error in combination with wear and tear. Incorrect fixation can block the exhaust duct, the air cannot escape and the hose bursts. In addition, the customer should pay attention to the maintenance intervals; air hoses should be sent in annually for inspection or maintenance. No deviations could be found at the involved components, ga740r, ga508r, gb757r. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5)) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a usage related. Specifically, it is assumed that incorrect fixiation and the attention to the none maintenance intervals causing the described root cause. Based upon the investigations results no CAPA was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga513r -air hose 3.0m aesc.-draeger/aesc.small. According to the complaint description, the air hose was broken at the time of drilling during surgery. It happened when the doctor was holding the product in his hand. The sound was extremely loud (as if the eardrum was "about to tear"). Another set of instruments was put out and the surgery was completed. The doctor requested a product survey. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4). Involved components - ga740r - hilan xs pneumatic motor - 4506025770, ga508r - air hose adapter angled f/aesculap small - unknown, gb757r - hi-line xs angled handpiece ii -4506026025.